Event description:
The clinic reported that a laser vision correction patient presented with possible corneal ectasia in both eyes approximately 7 years following their laser vision correction procedure. The patient indicated that they noticed a vision decrease after a pregnancy. The patient''s visual acuity is 20/25 in the right eye and 20/20 in the left eye.the patient was referred to a specialist for evaluation.

Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request clinical support or field service. All pertinent information available to amo has been submitted.  (B)(4): placeholder.